Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions: that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was between 180-184 mg/dl.